Event description:
A trilogy evo device was returned to the third party for service. No medical intervention was specified. The device was not reported to be in clinical use. The trilogy evo device was evaluated by the third-party service center. During the evaluation, a ventilator inoperative error code related to a failure in the machine's flow sensor was observed. In conclusion, the machine flow sensor needs to be replaced to address the issue. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported failure of a ventilator inoperative code is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.